Manufacturer narrative:
The pump was with a button error alarm and intermittent down arrow button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Event description:
Customer's mother reported via phone call that the buttons were not responding. The customer removed and reinserted the battery and the insulin pump alarmed button error. Blood glucose value was 320 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.